Event description:
It was reported that a balance middle weight (bmw) was in the heavily calcified, distal left anterior descending (lad) coronary artery with an unspecified xience xpedition stent delivery system (sds). Another bmw was in the heavily calcified, proximal diagonal coronary artery with a 2.75x28mm xience xpedition sds. After successful stent implantation, and during removal of both the sds and bmw in the diagonal, resistance was met within the guide catheter. All devices, including the bmw in the lad, were removed as a single unit. During removal a snap was felt. Once outside the anatomy, the bmw that had been in the diagonal coronary artery, was separated into two pieces. Both pieces were located within the guide catheter and removed. The physician stated it felt like both the bmw wires became entangled before the separation occurred. There was no clinically significant procedural delay and there were no adverse patient effects. There was no additional information.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A review of the lot history record and similar complaint query will be conducted. A supplemental medwatch will be filed with all relevant information. The bmw located in the lad and the bmw located in the diagonal are being filed under separate medwatch reports.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty to remove could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.